Event description:
The customer reported error sat fault system can not make x ray on bootup. Replaced x ray regulator, darlington pair and gen driver still same problem. Ordered parts overnite.

Manufacturer narrative:
The service rep replaced x ray regulator, darlington pair and gen driver still same problem. Ordered parts overnite.